Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was experiencing high blood glucose. Customer blood glucose was 23 mmol/l. The insulin pump had insulin flow block alarm. Trouble shooting was performed. Customer stated most recent alarm was during fill tubing. The issue was resolved by changing reservoir. The reservoir will not be returned for analysis.